Manufacturer narrative:
Manufacturing assessment review: the follow manufacturing records were reviewed and no deviations or non-conformance's occurred for batch a51675. (Rttis-025, rttis-024, rtmagn-014, rtmagn-015, rtmagn-001, sterility test, endotoxin test, moisture test, environmental monitoring). All tests passed. Donor file donor eligibility records: donor eligibility documents were reviewed and no non-conformance was found. No reports of adverse reactions involving any other orga ns/tissues recovered from this donor. Recovery of the donor tissue was performed using a method appropriate to controlling contamination. Hcps reviews based on donor charts: after careful review of the donor records, it seems to me that the infection was a result of the surgical procedure. There is nothing to indicate that our product was the source of the infection. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
The information was received from health care provider via a manufacturing representative regarding a patient with cervical stenosis with myelopathy for posterior cervical fusion spinal therapy at c3-c5. It was reported that the patient was readmitted to hospital on (B)(6) 2022 presenting symptoms with infection. Exploration of wound was done on (B)(6) 2022 that showed a deep infection puss pocket below the facial layer. The patient has a infection and bacteremia. The patient had fever of 102 f, nausea vomiting and elevated wbc of 17. The patient was treated with antibiotics upon admission. The patient underwent revision of surgery for irrigation debridement removal of graft material. The wound site cultured for aerobic and anaerobic organisms and fungi. The relationship between the reported event and the use of medtronic products is unknown. There was no further information reported. Date of original discharge: (B)(6)2022 date patient developed symptoms: (B)(6) 2022.